Event description:
It was later reported that a single tone alarm had been heard since (B)(6) 2013. The patient was tentatively scheduled for a pump replacement in (B)(6).

Event description:
The following previously reported information no longer pertains to this event: "it was reported the patient watched the early replacement indicator (eri) decrease on her print outs. The eri was ¿about¿ one month away, at the time of this report. There were no therapy problems or adverse events. The patient heard alarms each month, related to a low reservoir, indicating it was time for a refill. There were no therapy issues related to the alarms. It was later reported that a single tone alarm had been heard since (B)(6) 2013. The patient was tentatively scheduled for a pump replacement on (B)(6) 2013."

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient watched the early replacement indicator (eri) decrease on her print outs. The eri was "about" one month away, at the time of this report. There were no therapy problems or adverse events. The patient heard alarms each month, related to a low reservoir, indicating it was time for a refill. There were no therapy issues related to the alarms. The patient also reported a change in drug effect when she was sick with the flu. This happened twice; once on (B)(6) 2012 and the second time on (B)(6) 2012. Both times the patient had withdrawal, and the pain was described as "horrible". There were no alarms but she thought the pump had died. The patient reported she had a gun and the pain was so bad she wanted to die. She further explained she had a (B)(6) and would never do that. In both events the patient was hospitalized. The patient received a bolus through the pump and was given intravenous (IV) dilaudid. The pump was checked and found to be fine. Additionally, the pump physician was running deoxyribonucleic acid (dna) tests as he believed the patient had a metabolic disorder and metabolized medications differently when she is sick. The results were still pending at the time of this report. The pump was used to deliver bupivicaine and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).